Event description:
It was reported that the insulin pump alarmed an error. The caller stated that the blood glucose level was normal and did not require any medical treatment. The caller also noted that there were some error alarms in the alarm history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.